Event description:
It was reported that the user received a low glucose alert while wearing the ilet and was found to be low due to missed meal announcements, including an unannounced breakfast and prior day meals, which led the system to deliver correction insulin and contributed to hypoglycemia; the user calibrated the system after a sensor reading of 57 mg/dl and a confirmatory fingerstick of 70 mg/dl, and education on proper meal announcements and avoiding announcements during lows was provided. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included transient hypoglycemia resolved with carbohydrate intake and return to target glucose. Investigation included review of device reports, user interview, and troubleshooting with calibration and education. Investigation of this case revealed user-related use error due to missed meal announcements, with device alerts functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements and corrective eating patterns.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.